Manufacturer narrative:
Product analysis: the reported difficult to position or hydrophilic coating issues could not be assessed on the film provided. Additional procedural angiogram videos showing insertion and positioning of the device in the patient were not provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Analysis of the returned image did not reveal any obvious out of specification delivery system integrity issues. A device issue cannot be ruled out as a potential cause. However, the delivery system was discarded and a product investigation could not be performed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was attempted to be implanted for a 26mm thoracic aortic dissection. It was reported that during the index procedure, after the product entered the femoral artery, the device could not pass through the access vessel. The device was then removed from the patient. When asked what the physician believes to be the cause of the delivery system being unable to pass the access vessel, it was said that there was some problem with the hydrophilic coating of the delivery system and it was also related to the patients approach. It was reported the delivery system was inspected prior to being used it was reported the hydrophilic coating was prepared according to IFU requirements, (wiped the delivery sheath with gauze saturated with saline.) No additional clinical sequalae were reported and the patient is fine.